Event description:
It was reported that during an unrelated procedure the physician found that the left ventricular lead showed low impedance and an insulation breach. It was further reported that the lead had migrated, and the end of the coil was in the pocket. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) -the full lead was returned, analyzed and the lead was stretched. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)-the full lead was returned, analyzed and the lead was stretched. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage. There is no insulation damage the lead was stretched and the exposed defib coil was pulled apart.

Event description:
It was later reported that the lead was eroding.